Event description:
It was reported that the pt had surgery to remove a spectra device due to an unspecified reason. No pt complications were reported.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.